Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part #03.110.007, lot #6156949: release to warehouse date: 10-jun-2009, expiration date: na, manufactured by: (B)(4). No non conformance reports (ncrs) were generated during production; review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal cap on the back of the handle of a t8 stardrive screwdriver has fallen off (the device is in two pieces). This was identified in sterile processing. No procedure or patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device stardrive screwdriver t8, part number 03.110.007, lot number 6156949). The subject device was returned with the complaint condition stating: this complaint is confirmed. Device was received at cq in two pieces. The metal rotary endcap has separated from the phenolic material handle. When replacing the metal endcap into the handle, gravity alone will not disengage the endcap from the handle. It is necessary to grasp the endcap and pull it out of the handle in order to separate the two components. The complaint condition of the metal rotary endcap falling out of the phenolic material handle was able to be replicated at customer quality (cq). A visual inspection under 5x magnification, dimensional inspection of features related to this complaint, device history record (DHR) review and drawing review were performed as part of this investigation. Visual inspection: device was received in two pieces. The metal rotary endcap has separated from the phenolic material handle. Dimensional inspection of features related to this complaint the end cap retaining ledge outside diameter measured 13.137 mm (micrometers) at cq which is within specification of 13.12mm - 13.17mm per endcap component drawing. The handle internal retaining ledge inside diameter measured 13.02 mm (calipers) at cq which is within specification of 13.00mm - 13.05mm per endcap component drawing. Top level screwdriver assembly drawing were reviewed during this investigation. Endcap component drawing and handle component drawing were also reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to cumulative wear and repeated sterilization cycles thereby reducing the effectiveness/integrity of the internal retaining ledge in the phenolic material handle for this 6+ year old reusable instrument. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.